Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties of device being used after the expiration date appears to be related to user error. It should be noted that rx herculink elite renal and biliary stent system instructions for state: use the stent system prior to the use by date specified on the package. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that a 6.0x18 mm herculink elite stent was implanted after the expiration date. There was no adverse patient effects or a reported clinically significant delay in the procedure. No additional information was provided.